Event description:
It was reported that the acetabular liner would not seat properly during attempted use. A second liner of the same size was available and seated properly.

Manufacturer narrative:
This report will be amended when our investigation is complete.